Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. An unexpected cgm app shut-off was reported to have occurred for 811gs8. Data was evaluated and confirmed there was a crash file in the logs on 09/03/2019 for 80p5bt. The probable cause could not be determined. No injury or medical intervention was reported.